Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 port on the btt just came out, it would not seal. A replacement was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the insufflation tube had detached from the port. There was evidence of adhesive on the tube. There was a crack in the short port about 4 cm long running from the proximal end to the start of the silicon. The device was very bloody. Based upon the visual observations, the reported complaint for "insufflation port detached" was confirmed. Internal file number - (B)(4).